Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced unintended rib stimulation(date of event unknown). Reportedly, x-rays were taken and surgical intervention was decided as the next course of action. During the procedure, a dural tear occurred when the physician attempted to move the original lead. As a result, the entire scs system was explanted and the case abandoned.